Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a spinal infection with spinal headaches following a pump removal. No further information was provided. A follow-up report will be submitted if new information becomes available.